Manufacturer narrative:
The customer called the company service rep and was able to troubleshoot the issue over the phone. A new footswitch cable was ordered for the customer. (B)(4).

Event description:
Adverse event(s): no pt impact (no consequences or impact to pt). Product problem(s): "footswitch not responding" (device inoperable). The customer reported while setting up the system, they noted no response from the footswitch. The system was exchanged and the cases were completed. No pt impact was reported.